Manufacturer narrative:
Manufacturer ref no.: (B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during an infusion of vancomycin in the medical surgical unit (programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported flow rate error, which was not reproduced during flow rate testing. Baxter's device evaluation found the device to have passing results with the following tests: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.578ml (-4.22%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.046ml (-3.816%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.771ml (-5.229%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 192.112ml (-3.944%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 241.133ml (-3.5468%). Flowrate delivery was found to be out of the ±5% accuracy at various rates on the customer supplied IV set. No component could be identified for causality.